Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited far r-wave over-sensing, resulting in inappropriate automatic mode switch. It was unknown whether there were interventions performed. There were no patient consequences.